Manufacturer narrative:
(B)(4). Eval method: work order search. Results: a work order search was performed and there was no similar complaints found. Conclusion: conclusion can not be drawn: based on the complaint history and work order search, a specific root cause of the event can not be determined. (B)(4).

Event description:
It was reported that surgeon implanted the micl12.6 implantable collamer lens on (B)(6) 2008. The pt post-treatment f/u form at 36 months was received and pt indicated that she had lost vision because of the development of a cataract. Add'l info was obtained from the surgeon's office that confirmed the pt's report. The lens was extracted on (B)(6) 2010 and replaced with an iol. This report is for the pt's left eye. See MFR report #2023826-2010-00217 for the other eye.